Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.please see medwatch report # 2032227-2013-05361.

Event description:
It was reported that the customer got a letter for the reservoir recall. The customer stated that he was also involved in a car accident and went into the hospital because of his diabetes. He also stated that he no longer has the insulin pump or reservoirs since his admission. No further information was provided.